Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow accuracy and found to deliver within range. A review of the event history log identified no abnormalities that could have led to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Fluid migration may have several potential causes related to infusion setup, an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. No correction was required to the pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had fluid migration in primary and secondary bags. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.